Event description:
It was reported patient came for extraction #12 with immediate implant placement on (B)(6)2024. Patient called over the holiday weekend complaining of pain and swelling. He returned on (B)(6) 2024 and implant was removed due to infection. Debrided and left open to drain. Per indicated: symptoms as a result of the event: abscess, pain. Surgical/medical intervention required for permanent damage: yes, implant removed site debrided. Was there a delay during the procedure: no. Additional appointment required: no. Was the procedure completed using another implant or another device: no.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.